Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, non-sustained right ventricular oversensing due to noise on the right ventricular lead was observed. The noise was reproducible with coughing. It was suggested that the patient follow-up with electrophysiologist to address the issue. No intervention was performed. The patient was stable.

Event description:
New information received stated that on sep. 26th, 2019, the right ventricular lead was capped and replaced. The patient was in stable condition before and after procedure.